Event description:
The duett was deployed following a diagnostic procedure, via a 6fr sheath in the right common femoral artery. During the procedure when non-occlusive pressure was released blood exited the puncture site and manual compression was held. Following the deployment the pt experienced a pale and cold right lower extremity and loss of distal pulse. An occlusion was confirmed via an angiogram. Treatment consisted of surgical intervention and anticoagulation medication. The treatment was successful, no further complications were reported.